Manufacturer narrative:
The driveline infection on (B)(6) 2016 was reported under medwatch MFR. Report # 2916596-2016-00698. (B)(4). Approximate age of device ¿ 1 year and 6 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, it was determined that the patient had a driveline infection and was prescribed doxycycline 100mg twice a day for 14 days. On (B)(6) 2016, a picture of the patient¿s driveline was sent to the physician and the patient was started on doxycycline 100 mg twice a day again for 30 days. On (B)(6) 2016, the patient called the vad clinic complaining of pain at the driveline with drainage. Another picture of the driveline was sent to the physician and doxycycline 100mg twice a day was started for 10 days. The patient was supposed to see the physician on (B)(6) 2016 to get a culture, but was unable to make the appointment. On (B)(6) 2017, the patient went to clinic visit and it was reported that the driveline was "clearly not better". A 2 week course of doxycycline was prescribed. On (B)(6) 2017, the patient went to follow-up visit and infection continued and one dose of dalbacancin and the purulence had stopped. The patient was not a transplant candidate due to smoking. Doxycycline 100 mg twice a day for 14 days, then 100 mg daily indefinitely. The patient was also to have a re-evaluation for lvad exchange. On (B)(6) 2017, the patient was admitted for worsening infection/trauma to line. The doxycycline was stopped and with need IV antibiotics to clean up infection before a lvad exchange can occur. On (B)(6) 2017, the patient¿s pump was exchanged.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump and a correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned assembled with the driveline severed about 9.5 inches from the pump housing. The distal portion of the driveline, the sealed inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, the outflow graft bend relief, and the bend relief collar were not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.